Event description:
Two weeks after one level fusion at c5-6, pt presented to surgeon with increased symptoms. X-rays reveal that the bone graft had collapsed and the plate had shifted inferiorly. Revision surgery confirmed preoperative assessment. In addition, it was noted that one of the four locking caps had disassociated from the threaded post.